Manufacturer narrative:
(B)(4) follow up report for correction. The event/product problem was incorrect in the initial MDR. Correct event/product problem is needle clogged/blocked. Per canaan plant, "this is coded wrong by intake and worded wrong by the customer. It should be needle clogged blocked, we don¿t manufacture a ¿safetyglide syringe¿ either a needle only or a combo w a syringe in one blister package. This is a needle only component and is not sold as a combo for this sku/batch. The customer took the needle and attached it to their own syringe. This is a known issue with this lot and the failure mode describes what would happen if a syringe was attached to the needle and the plunger pulled back."

Event description:
No additional information was provided.

Event description:
It was reported that the bd safetyglide device plunger rod was broken/damaged. The following information was provided by the initial reporter: "customer called and stated while the safetyglide syringes are defective. When the plunger is pulled back it collapsed. No pt contact or adverse event reported. Issue occurred today and has happened several times but was not called in. Mat#, 305916 lot# 1333403, sample available for return. Customer has requested replacement and has about 16 boxes they would like to return for credit/exchange."

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) ¿ follow up MDR for device evaluation. During review of the process, process variations during the needle lubricant application can create clogged needles. It could be possible some samples are escapes from the incident that occurred during production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.